Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump received with scratched display window.

Event description:
Customer called reporting a button error alarm on his insulin device. He cannot clear the alarm because none of the buttons are responding. Customer's blood glucose level is 196 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.